Event description:
It was reported that the core impaction drill was running hot at the user facility. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The technician confirmed the reported event of heat and noted that the driveshaft bearing was damaged.